Event description:
Physician reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: ¿ rupture: no observed the device, only observed the patch in the photo. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture continued: h6- f2203.

Event description:
Physician reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). And missing piece of shell assessed, as inconclusive. And observed, one opening on posterior side unidentified (tear) opening (shell thickness within specification). Additional observations: observed, 40 mm dark patch edge material inside gel device. No further actions are required, since no manufacturing issue is observed.

Event description:
Physician reported, left side rupture. Device has been explanted.